Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit, serial number (B)(4). The sample initially resulted in a troponin t hs value of 55 pg/ml. The sample was repeated two times, resulting in troponin t values of 18 pg/ml and 15 pg/ml. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
For the calibrations performed on (B)(6) 2023, calibration signals were below expectations. Quality controls were acceptable. Calibration and quality control data do not point to a general reagent or instrument problem. Upon review of the alarm trace, multiple sample short, sample clot, and sample foam alarms were observed in (B)(6) 2023. Camera images, collected from the analyzer on (B)(6) 2023 show there was dirt on the gripper and there were particles or film on the surface of many samples, possibly influencing the assay performance. The investigation could not identify a product problem. The cause of the event could not be determined.